Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 300-350 mg/dl. Bg was addressed by delivering a bolus, changing out infusion set, then delivering a manual injection. Contact alleged that the pump was not delivering insulin properly. However, this could not be confirmed as contact declined troubleshooting.